Manufacturer narrative:
H3: product analysis confirmed that visually, the wire harnesses for both devices were cut and the portion containing the molex connectors were not returned; therefore, the products cannot be properly tested since the resistance test takes into account the length of the electrode cables. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via a manufacturer representative that at the start of the case, they intubated the patient but couldn¿t get the nerve monitor to recognize the second channel. They extubated the patient and reintubated, but still couldn¿t get it to register on the second channel. They called the manufacturer representative at that point and tried troubleshooting. With the second tube still in they pulled in a second nerve monitor to see if that was the issue, but the second channel still would not register. They decided to abandon nerve monitoring for the case but left in the emg tube to ventilate the patient. There was no known impact to the patient, aside from the 2 extubations. It was reported that they were unable to use nerve monitoring during the case, which impact my operative technique and time required, however there was no measurable consequence for the patient in this case.